Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the patient was admitted to the hospital two days later due to a right ventricular (rv) lead perforation. This device was then part of a system explant and placement of a sub-xyphoid drain due to a pericardial effusion. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was then implanted. The device is in possession of the hospital and is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.